Event description:
Emergency room personnel were attending to a pt, condition unknown. Allegedly an attempt was made to externally pace the pt and the device displayed a continuous leads off message. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.